Event description:
It was reported on (B)(6) 2015 that a sign im nail implanted to repair a fractured left femur showed a brown screw in a f/u x-ray. Healing of the fracture has already taken place.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for eval. The root cause of the broken screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken screw does not present any risk of injury or death to the pt. The fracture is healed. Sign fracture care intl will continue to monitor these events as part of our post market activities.

Manufacturer narrative:
A product investigation was performed for this device. Original surgery date was (B)(6) 2014. 6 followup visits occurred spaning through to (B)(6) 2015. Surgeon comments at the final followup visit: "consultation with patient about present condition .revision of surgery is needed but patient does not agree. Patient can walk with aids and little disability." A revision surgery was completed to exchange the nail on (B)(6) 2016. A followup on (B)(6) 2016 included the following comment: "after 15 days, callus is forming large amount and well reacted at fracture site. The union process is surprisingly increased. " the actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The im nail was replaced with a 10mm x 320mm, standard nail per the sign technique manual. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. This is a suplemental complaint based on (B)(4), all for the same patient. Affected case ID's: (B)(4).